Event description:
It was reported to philips that the device gave an error while booting, which prevented a full boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information gathered, the system was outside of clinical use at the time of the reported event. The system could boot up normally after pressing esc. The log file analysis performed by the philips remote service engineer (rse) identified ¿flexvision monitoring (flexvision pc: connectivity to host): failed host pc is not reachable¿ error and a startup problem was seen where the pc did not know from which medium to boot. A philips field service engineer (fse) inspected the system on-site and re-started the system several times without seeing any error messages. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.